Event description:
"This crna went into [redacted name] operating room 22 to give a morning break. At this time, incision was made to start the case and the surgeon notified this crna that the patient reacted to incision. The pump infusion was increased from 150 to 175 and a bolus of propofol was administered from a syringe through the IV line stopcock. Upon administering the propofol bolus it was noted that the propofol infusion was in fact not running through the IV. The pump was on, all clamps were open both above and below the pump, the pump was not alarming, the pump stated it was running, but propofol was not running through the line. At this point the surgeon was asked to stop, sevoflurane was started, flows were increased and after a mac of sevo was on board, the surgeon was instructed to continue. The anesthesia tech was called to the room to remove the pump, witness the malfunction, and bring a new pump. When the attending anesthesiologist returned, she was made aware of the pump malfunction. Ce interpretation of the log: multiple occlusions immediately after the start including 2 downstream (one auto-restart, one restarted by the user) and 2 upstream cleared in 17s and 8s respectively. Flow confirmation completed each time. Likely an unresolved upstream occlusion. If the first occlusion was not completely cleared but the flow check was confirmed, firing again after 24 minutes would actually be pretty fast given the pump would be baselined to ¿occluded¿ as normal. That, to me indicates a completely closed clamp, the key crimped on the line, or a closed vent on the tubing. If it were partially occluded, it wouldn¿t have alarmed again at all if the first occlusion wasn¿t actually completely cleared and the flow check was confirmed. Downstream indicates a potential positioning issue with the patient as well. Might be a combination of both. Forgot to mention, the pump was also in standby immediately before the start of the procedure for about 12 minutes. Typically, in standby the line will be clamped to prevent free-flow, so it¿s almost certain the line was clamped immediately prior to the start of infusion. It could have remained clamped or was not fully opened." Manufacturer response for spectrum iq IV pump, spectrum iq IV pump (per site reporter) ongoing issue.